Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the device was found to have a high voltage anomaly that caused it to be unable to delivery appropriate hv therapy. The hv anomaly caused damaged to the high and low voltage circuitry and also to the hybrid module, which caused the reported loss of communication.

Event description:
It was reported that the device failed to convert the patient during dft testing. Sinus rhythm was restored via external defibrillation. The device could no longer be interrogated. Device was explanted and replaced.